Event description:
At a routine twelve month f/u visit, after a stent assisted coil embolization of right internal carotid aneurysm, the aneurysm occlusion was found to be worse compared to immediately post procedure. The pt underwent a second procedure during which ten coils were successfully placed with no reported clinical consequence.

Manufacturer narrative:
There was no report of any device malfunction or nonconformance related to the use of these devices in the index procedure.